Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results were addressed in an internal health hazard evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that sales rep noticed product was mislabeled. The internal contents of the packaging included a guide set, surgical plan, and labels, and it did not correspond to the patient code identified on external label of the box. This is one of four patients with this issue (four separate complaints, all linked together). The biomet team member instructed the sales reps to take the contents of their packages, place them in a plain brown package, send them to one another, and, upon arrival, place the products in the correct packaging. No further information has been provided.